Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the alarm has power but when it is set on voice only mode it does not sound. When it is set on voice and tone mode, it plays a tone but no voice is heard. The power switch is stuck in the on position. (B)(4).

Event description:
The customer reported that the alarm has power but when the alarm is set on voice and tone and pressure is off the pad there is no alarm tone. Customer claims the alarm looks new and has no cracks on the case. There was no pt incident or injury reported.